Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric bypass. According to the reporter: endostitch was sticking during case would not toggle the needle correctly and was difficult to load and unload- she normally would use two instruments on a bypass they opened 3 total on this case. 3 units will be sent back. The difficulty did not result in any tissue damage or patient injury. It did tear the tissue and they got a new endostitch and oversewed the tissue.

Manufacturer narrative:
(B)(4). Evaluation summary. Post market vigilance (pmv) concurrently with engineering led an evaluation three devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted for instrument two and three. Each jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for each device, indicating proper alignment of the jaws when toggling the needle. Post market vigilance (pmv) was able to straighten the bent metal bar of instrument one to facilitate functional testing of each instrument. A loading unit from the pmv inventory was loaded in each instrument and applied to test media and each device was found to function properly. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Should new information become available, the file will be re-opened.